Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received an audio alarm without a message. Alarm was not found in history file. The blood glucose levels were not included in the report. Nothing further reported.

Manufacturer narrative:
Insulin pump was monitored and had no audio beep alarm anomaly noted. Insulin pump received with minor scratches on display window, cracked case on display window corners, cracked battery tube threads and cracked reservoir tube lip.